Event description:
It was reported the customer received a no delivery alarm. The customer's blood glucose was 250 mg/dl. Troubleshooting found the customer has tried different cannula lengths for their no delivery alarm. Customer also stated they have tried all remedies for the alarm and did not want to continue troubleshooting. Customer requested to have their insulin pump replaced. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked case at a display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.